Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported the unit will not power on and the alarm cannot be silenced resulting in a continuous alarm. The customer indicated the issue cannot be duplicated. The customer reports that the power button is amber and the battery light emitting diode 9led) is flashing. The customer reports that the cooling fan is surging. The customer has a 2017 battery and the battery voltage is 12.85. The customer viewed the significant event log and found no 11xx or 10xx codes. The remote service technician advised the customer to allow the unit to charge overnight and perform the performance verification test (pvt) to see if any issues can be duplicated and if the cooling fan surging goes away. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.